Event description:
Tubing was taken out of package and noted a severely crimped spot between the pump casette and the pump clamp. The tubing distal to that end is flattened up to the injection part distally. Never used on a patient